Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the difficulty removing (gripper arm got caught on the leaflet). A cause for the reported difficulty removing (gripper arm got caught on the leaflet) cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with mr grade of 4+. The mitraclip delivery system (cds) was advanced to the mitral valve. During grasping, the anterior gripper arm got caught on the leaflet. The gripper arm was freed from the leaflet without causing injury. However, the anterior gripper arm could no longer be lowered. Trouble shooting was performed, and the gripper arm dropped and worked fine. The leaflets were grasped without issue and the clip was implanted. A total of two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.